Event description:
It was reported that the 9800 system had the x-ray tube arcing with an overload fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended. And put back into service.